Event description:
The ventricular lead was returned to the manufacturer with no information. It was analyzed and tested out of specification. Manufacturer records indicate the patient is deceased. Additional information was subsequently received indicating the patient's death was not lead related. However, a specific cause of death was not provided.

Manufacturer narrative:
This report is based solely on lead return and analysis. No information to suggest a lead-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. The lead was returned to the manufacturer over two years after the patient expired. There is no allegation the death was lead related. Cause of death was requested but not received. Evaluation summary: outer insulation breached; proximal segment was returned for analysis. The ventricular lead was returned to the manufacturer with no information. It was analyzed and tested out of specification. Manufacturer records indicate the patient is deceased. Additional information was subsequently received indicating the patient's death was not lead related. However, a specific cause of death was not provided. Electrical tests performed, mechanical tests performed, visual examination actual device involved in incident was evaluated component/subassembly failure (select specific code from category d) nsulation no conclusion can be drawn other (an appropriate device code cannot be identified)